Manufacturer narrative:
(B)(6)

Event description:
The customer initially discovered an issue with their lipc lipase colorimetric assay results from their cobas 4000 c (311) stand alone system when their control results changed drastically from the results from the previous day. On the morning of the day of the event, the customer lipc control results were acceptable. On the morning of (B)(6) 2018, the customer noticed their lipc controls changed by more than one hundred percent from the previous day. Specific results were not provided after noticing the shift in control results, the customer decided to retest the patient samples that were run after the time the acceptable control results were obtained. The customer provided the lipc results for 1 patient sample that was a reportable malfunction. The initial lipc result was 858 u/l with a repeat result of 78 u/l. The erroneous result was released outside of the laboratory to the patient's doctor. After the discovery of the issue, the doctor was informed of the corrected result. There was no allegation of an adverse event. The lipc reagent lot information was not provided. A field engineering specialist performed a precision check of the lipc control. The precision check was acceptable with the control result being the expected result. The customer calibrated the lipc test and the cobas c311 system was considered to be working appropriately. The field engineering specialist did not find the root cause. The investigation is currently ongoing.

Manufacturer narrative:
No patients were inappropriately treated or harmed by any erroneous results being released outside of the laboratory.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.